Event description:
It was reported that a patient was treated in (B)(6) 2013 for a t11-t12 disc hernia with a t10-l1 posterior fusion using the uss, universal spinal system, dual core construct. The patient returned to the surgeon on an unknown date complaining of pain and right leg weakness. An examination determined that the patient needed laminectomies from t12-l2 and the construct needed to be extended caudally to l3. The patient was revised on (B)(6) 2013. During the revision, the surgeon removed the uss do, dual opening, nuts collars and rods from the prior surgery. All screws from t10-l1 were left in place and new uss do screws were placed at l2 and l3. The laminectomies were completed, new rods and uss do nuts and collars were implanted, and the surgeon completed the procedure. Hospital confirms that all lot numbers are unknown and no parts will be returned. No further information was provided. This is report 16 of 26 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and no lot numbers were provided. This device was used for treatment not diagnosis.